Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered in is based on customer's report of "(B)(6) 2018". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied on an unspecified date in (B)(6) 2018. Customer further reported that he "passed out", so his companion administered an insulin injection and he was able to regain consciousness. The customer was brought to the hospital, where he was diagnosed with hypoglycemia, but no further treatment were reported. It should be noted that during the course of troubleshooting a test strip expiration date discrepancy was identified between the customer's reported expiration date ((B)(6) 2019) and the manufacturer's identified expiration date ((B)(6) 2018) based on the lot number provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history record) for the fs freedom lite meter was reviewed and the DHR showed the fs freedom lite meter passed all tests prior to release. DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing could not be performed for the freestyle strips as the freestyle strips expired on jan 2018. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied on an unspecified date in (B)(6) 2018. Customer further reported that he "passed out", so his companion administered an insulin injection and he was able to regain consciousness. The customer was brought to the hospital, where he was diagnosed with hypoglycemia, but no further treatment were reported. It should be noted that during the course of troubleshooting a test strip expiration date discrepancy was identified between the customer's reported expiration date (31-jul-2019) and the manufacturer's identified expiration date (31-jan-2018) based on the lot number provided by the customer. There was no report of death or permanent injury associated with this event.